Event description:
It was further reported target leison 1 was 12 mm long and located in the prox rca. Target leison 1 was treated and post-dialted, reducing stenosis to 0%. Four months after the procedure, the pt was admitted for increasing shortness of breath. The pt has a "history of multiple medical problems that included squamous cell carcinoma of the left lung". Of note, the pt had been hospitalized one month prior to this admission and was treated for a large pleural effusion. Cytology of the fluid was "normal" with no evidence of malignancy. In addition, the pt had been started on antigiotics one week prior to this admission. On admission, ECG showed sinus tachycardia and chest x-ray showed worsening bilateral disease. CT scan of the chest showed progression of soft tissue density mass in the left side, a left pleural effusion, post-obstructive penumonitis and new infiltrates throughout the right lung. A pet scan showed a reoccurrence of mediastinal tumor with right-sided penuomonia. Pt was diagnosed with penumonia and relapse of lung cancer and was treated with antibiotics, IV steriods and supplemental oxygen. Per discharge summary the patient appeared to be stable with supportive care, however 7 days later she suffered a cardiopulmonary arrest. She was resuscitated and placed on a ventilator but prompty arrested again. Her pupils were fixed and dialted and she remained in asystole. Per family requested, resuscitation efforts were discontinued and the pt expired. An autopsy was not performed. Cause of death was 'squamous cell carcinoma of the lung".

Event description:
Clinical study. It was reported that 4 months after a coronary artery drug eluting stenting procedure, the pt expired. The lesion being treated in the index procedure was a 2.75mm, 80% stenosed proximal left anterior descending (prox lad) artery. The physician treated the lesion without predilation, and successfully placing a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 4 months after the procedure, the pt expired. It is unknown if there was an autopsy or what was the cause of death. In the opinion of the physician the relationship of the pts death to the target vessel is unknown.